Event description:
An emergency room physician reported that a pt intentionally ingested one efferdent tablet (sodium perborate monohydrate, potassium monopersulfate), formulation unspecified in 2004. After ingestion, pt had intense stomach cramping and severe abdominal pain. The next day pt ingested another two efferdent tablets. After ingestion, pt again had severe abdominal pain and intense stomach cramping. The pt presented to the e.r. 6 days later with severe diarrhea, intense stomach cramping and severe abdominal pain, and vomiting blood. Pt was hospitalized that day and underwent an exploratory laparectomy. During the procedure, an ulcer in the pyloric region and one liter of purulent pus in the abdomen were found. The pt had sugery to repair the perforated ulcer. Pt was released from the hosp a couple of days later, fully recovered. Product use was discontinued. In the physician's opinion, efferdent use was related to the events.